Event description:
A journal article was reviewed that contained information regarding this device. It was reported that a patient implanted with a pacemaker experienced no ventricular pacing and no capture of the t-waves. Interrogation of the device indicated undersensing was observed and the device did not mode switch when appropriate. A chest radiograph demonstrated no change in lead location and interrogation revealed no lead issues. The device was reprogrammed. No patient complications have been reported as a result of this event

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "inappropriate pacing in a patient with managed ventricular pacing: what is the cause?" Heart rhythm. September 1;7(9):1336-1337.